Event description:
It was reported that the physician was attempting to use a 2.75mm diameter x 24mm length endeavor resolute (rx) drug eluting stent however it was reported that the stent could not pass through the lesion. Upon removal of the device it was noted that the structure of the stent was damaged. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: no results available since no evaluation were performed (no device or cine images returned for review). Inherent risk of procedure (failure to deliver stent / stent deformation). (Limited information received for event). Evaluation conclusion: known inherent risk of a procedure: device problems known and documented in the labelling (including both short and long term known complications or adverse reactions). Unable to confirm complaint (no device or cine images returned for review). (Limited information received for event). (B)(4).